Event description:
It was reported that the day after the initial implant, this right atrial (ra) lead exhibited loss of capture due to a dislodgement observed during x-ray examination. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.